Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high and low blood glucose level. Customer¿s blood glucose values were 50 mg/dl, 320 mg/dl. The customer¿s current blood glucose level is 90 mg/dl. The customer also reported other blood glucose values such as 375 mg/dl, 124 mg/dl. The customer treated for high blood glucose with 7 units of insulin and manual bolus. The customer did not experienced symptoms of high blood glucose value. Based on customer¿s report customer did not allege under delivery. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The customer was wearing the insulin pump when high blood glucose event was reported. The customer was reported that the insulin pump was passed high pressure test. The insulin pump will not be returned for analysis.